Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained ventricular tachycardia episodes were observed due to possible lead noise via remote transmission. Clinician noted that the patient had symptoms of lightheadedness, and the most recent episode occurred while the patient was driving. Noise was reproducible with pocket manipulation. The lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
Insulation and conductor damage were noted at 27.0-28.0cm from the connector pin consistent with clavicle crush damage. The sensing conductor insulation was abraded. This is consistent with the observation from the field of noise.